Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that five bd vacutainer® sst¿ blood collection tubes were broken and the cap could be opened easily. It was also reported that there was blood spillage but there was no human contact with the spilled sample. Foreign complaints the following information was provided by initial reporter, translated from (B)(6) to english: "the tubes tube sst plh 13x100 5.0 plbl gld reference (B)(4) are coming out broken, moreover, they are opening easily. During this week, 5 tubes emerged under these conditions. There was blood spillage but there was no human contact with the spilled sample."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. A total of five photos were received which showed 3 out of 5 photos containing tubes with partial draw volumes. The customer¿s indicated failure mode for damaged tubes with the incident lot could not be observed based on review of the photos. Additionally, draw volume testing of the customer samples was performed and the customer¿s indicated failure mode for damaged tubes was not observed and all samples tested met the minimum draw specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damaged tubes with the incident lot could not be observed. Additionally, testing of the customer samples was conducted and damage was not observed. Root cause description: based on the investigation, a root cause could not be determined regarding the customer¿s indicated failure mode for damaged tubes. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that five bd vacutainer® sst¿ blood collection tubes were broken and the cap could be opened easily. It was also reported that there was blood spillage but there was no human contact with the spilled sample. Foreign complaints the following information was provided by initial reporter, translated from spanish to english: ¿ the tubes tube sst plh 13x100 5.0 plbl gld reference 367986 are coming out broken, moreover, they are opening easily. During this week, 5 tubes emerged under these conditions. There was blood spillage but there was no human contact with the spilled sample. ¿